Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary full height drawer failed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height drawer had failed. A field service engineer removed back panel, reseated all connections and the issue was resolved. The system functioned as intended after the field service engineer troubleshot the device.